Event description:
It was reported that customer experienced cartridge alarm 31 and cartridge popped off when customer removed or replaced pump case. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to review proper cartridge loading steps, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved, while separate concern about cartridge fit was moved to different case for further review.